Manufacturer narrative:
Internal file number: (B)(4). It was initially reported that the device would be returned for analysis. Subsequent information revealed that the device was discarded and is not available for evaluation. The incident information was reviewed; however, the product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. It should be noted that mini trek rx, global, instructions for use (IFU) states: all air must be removed from the balloon and displaced with contrast prior to inserting into the body; otherwise, complications may occur. In this case, the violation of the IFU does not appear to have contributed to the reported difficulty as the balloon was soaked prior to use to activate the lubrication on the device. The investigation was unable to determine a conclusive cause for the reported balloon rupture. Based on the reported information, it is possible that the balloon became compromised or damaged during advancement against the anatomy and/or other devices used resulting in the balloon rupture during the first inflation; however, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all relevant information. (B)(4). The xience xpedition device referenced is being filed under a separate medwatch report.

Event description:
It was reported that the patient presented with chronic stable angina and the procedure was to treat a de novo, 99% stenosed, concentric lesion in the mid left anterior descending coronary artery. The 2.0x8 mm mini trek rx balloon dilatation catheter (bdc) was soaked in saline and advanced into the patient anatomy without resistance for attempted pre-dilatation. The bdc ruptured on the first inflation at 8 atmosphere. A 2.5x12 mm nc trek was then used to complete pre-dilatation and a 2.75x18 mm xience xpedition was deployed without issue. Post-dilatation was performed with a 3.0x12 mm nc trek and timi iii flow achieved. There was no reported clinically significant delay in the procedure. The patient was transferred to the intensive care unit (ICU) and experienced cardiac arrest for an unknown reason and collapsed. CPR and external defibrillation were performed in an attempt to resuscitate and the patient expired. The cause of death is unknown and the physician did not know if the xience xpedition stent caused or contributed to the patient death. No additional information was provided.